Manufacturer narrative:
(B)(4). The reported patient effect of angina is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received that on 11/01/2017, the patient was admitted to the hospital with chest pain lasting longer than 10 minutes, cardiac biomarker elevation and electrocardiogram changes. The condition was diagnosed as a myocardial infarction. Medication (intravenous integrilin) was administered and percutaneous coronary intervention was performed in the proximal right coronary artery to treat coronary stent thrombosis. The condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: xience v stents (4.0x28, 3.5x18), aspirin, prasugrel. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 the 4.0x23 mm xience v stent was implanted in the proximal right coronary artery (rca) and the 4.0x28 mm xience v stent was implanted in the mid rca. On (B)(6) 2016, the patient had a myocardial infarction and coronary stent thrombosis in the proximal rca. Percutaneous coronary intervention was performed. No additional information was provided.